Event description:
It was reported that the procedure was to treat an extremely calcified sfa using the contralateral approach (off-label use) and a .035" guide wire. The stenosis was pre-dilated and the absolute stent delivery system was advanced to the lesion. As the stent was being deployed, the thumbwheel locked up. After several attempts, the entire stent was able to be deployed, but it completely missed the lesion. A second absolute stent was deployed in the target lesion without issue. There were no pt effects reported.